Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2016-02175. Reference MFR. Report: 1627487-2016-02177. Reference MFR. Report: 1627487-2016-02179. The patient received a peripheral (off-label) system which includes four leads from different lots. It was reported the patient experienced loss of stimulation. Diagnostic testing indicated multiple high impedance contacts. Reprogramming was ineffective in resolving the issue as the patient experienced uncomfortable stimulation. The patient declined further troubleshooting attempts. Subsequently, surgical intervention was undertaken to explant the system.